Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2010). At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.